Manufacturer narrative:
Additional information was received indicating the issue was found during testing, there was no patient involvement (updated h6) device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the downstream occlusion sensor seal was bubbled. Review of the event history log showed an occurrence of an "upstream occlusion" alarm." The device failed the occlusion functional test. The investigation determined that a defective upstream occlusion sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. Both the upstream and downstream occlusion sensors were replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was an upstream occlusion alarm. It is unknown if there was no patient, or clinician injury associated with this event.